Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2026. The infusion set tubing was detached at the quick release during sleeping. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.